Event description:
Hp felt overfilled while using the homechoice cycler for apd therapy. The hp started apd therapy with approximately 2300mls of fluid in their peritoneum remaining from a previous therapy. According to the hp's spouse, the hp normally starts their apd therapy with fluid in their peritoneum. During the apd therapy, the hp felt overfilled and experienced nausea, vomiting, and shortness of breath. At the time that the hp felt overfilled, the hp's spouse discontinued therapy using the cycler and performed a manual drain using capd supplies. The hp's spouse relates that they do not know the volume of fluid manually drained but states that it was more than the hp typically manually drains. The hp's spouse suspected that the hp had not fully drained out the fluid remaining in their peritoneum at the start at the apd therapy. There was no patient injury or medical intervention as a result of this incident.